Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a steady increase in pacing impedances and pacing thresholds. As the patient is pacing dependent, the physician made decision to proactively implant a new rv lead. Prior to procedure, venogram showed patient was occluded on the left. After discussion of many options, physician elected to implant a new system on the right side and abandon the left sided system. At this time the whole left system was explanted. No additional adverse patient effects were reported.